Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced to high blood glucose. Blood glucose of 483 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Pump was turned off overnight. Customer did use auto mode feature or not was unknown. Customer was unable to hear any alarm. Customer reports they did hear the differences between the two sound beep volumes 1 and 5. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. (B)(4).